Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6- type of investigation code, investigation fndings, investigation conclusion, componenet code, h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. There was no physical damage to the helium high pressure regulator. The correct washer seal was used, and the helium tank valve was open. The analog indicator gauge was functioning and corresponded to the level indicator in the clinical application. The fse removed the balloon pump from the cart and verified that the internal tank was recognized and showed appropriate levels. The fse flexed the pressure transducer cable to test for ground integrity in the cable. There was no inconsistency with the helium indicator. The fse replaced the power supply monitor board as a precaution. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a helium indicator related malfunction. The helium is slow even when it is full. Tank and cart are full but not getting displayed on the unit. There is no indication of harm or death.